Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went into shock. The patient was febrile and peripherally cold and clammy. Their mean arterial pressure (map) was stable and the patient had not previously required inotropic support. The patient experienced a slight drop in flows in the left ventricular assist device (lvad) while their temporary right ventricular assist device (rvad) remained in situ. A transthoracic echocardiogram was performed that showed a decompressed left ventricle (lv) with some evidence of suction and tamponade. The flows on the lvad and temporary rvad were down titrated and given some filling. Cardiothoracic surgeons were involved, and the patient was taken to theatre. Upon opening the chest, a large hematoma compressing the lv with inflow compromise was found. A large clot with fresh blood around the heart and ongoing ooze from many areas along the outflow graft was noted. The patient was diagnosed with von willebrand disease for the persistent bleeding. Corrective rotational thromboelastometry (rotem), multiplate targeted bleeding, and multiple blood products were given. The patient was reported to be requiring regular blood products, with an open chest and clot around the heart remaining until bleeding was able to be controlled. Their antibiotic cover was changed, and antifungal was added. No further signs of sepsis occurred since 07jun2024. Rvad and lvad flows were stable. The event log file captured persistent pulsatility index (pi) events throughout the log which shortened the data capture to about 4 hours. The estimated flow and pump powers were stable in the brief data capture.

Manufacturer narrative:
B2: outcomes corrected. H6: medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Evaluation of the submitted log files confirmed that although the flow remained above the low flow threshold throughout the entire file, the flow typically ranged from 5.2-5.9 lpm until 07jun2024 when there was a decrease in flow to a range of 3.8-4.2 lpm for the remainder of the file. No notable alarms were captured. The pump appeared to operate as intended. The patient remains ongoing on the hm 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events including bleeding that may be associated with the use of the hm 3 lvas. Additionally, section 1 of the IFU lists pericardial fluid collection as an adverse event that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 : narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that no source of infection was identified as a large hematoma was found to be compressing the left ventricle impacting flows. Antibiotic to cover empirically was only given in the event it was a septic shock. The antibiotics were continued as vacuum-assisted closure (vac) dressing to sternum and multiple IV lines. Nothing was cultured and no viral illness was noted throughout the admission. The patient was reported to be healing and doing very well undergoing rehab and lvad education with a view to be discharged. Larger vac to sternum was removed on (B)(6) 2024 with pico in situ. The patient was on centrimag rvad accessed cannula right atrium and return to main pulmonary artery. The centrimag was changed to rotaflow on (B)(6) 2024 and the rvad was removed on (B)(6) 2024.